Manufacturer narrative:
The gore® cardioform asd occluder instructions for use warns perforation or damage of a cardiovascular structure by the device as a potential device and procedure related adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore via a voluntary medwatch report, that a gore® cardioform septal occluder (gso) was selected to treat a left atrial appendage closure. At the end of the procedure a pericardial effusion was observed. A pericardiocentesis was performed to stabilize the patient. The physician suspected the gso device as the cause. Even though a viewflex ice catheter was also used it was not suspected of causing the pericardial effusion. The reporter mentioned all the information presently available.